Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being reported due to the clip detaching from the posterior leaflet. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw clip was prepared per the instructions for use and positioned in the valve with good result. After the first establishing final arm angle (efaa) the lock lever cap was removed, the two lines were separated, the wax covering was taken off and the two lines were inspected for knots and flossed. During this process it was observed that the clip detached from the posterior leaflet. The physician attached a pair of hemostats to the lock line and tried to unlock the clip several times but was unable to do so. The physician then wrapped the lock lines around their finger and put tension on the lock line as they tried to open the clip, which was successful. The clip was inverted and removed from the patient without incident. A replacement clip was then used to complete the procedure, resulting in mr grade 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported difficulty opening the clip could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: medical device code 2507 (incomplete coaptation) removed. Code 2921 added.